Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular lead exhibited high capture threshold. Dislodgement was confirmed through x-ray. During revision, the helix of the right ventricular lead failed to extend. The reported lead was explanted and replaced on (B)(6) 2024. The patient was discharged from hospital.